Event description:
Reportedly, the pt was lying on the table and the technologist lifted the image intensfier (ii) assembly with one hand on the ii and one hand on the underside of the 105mm cine camera. As the technologist was raising the ii assembly, the 105mm camera detached and began to fall towards the pt. The technologist was able to partially deflect the camera but the pt was struck a glancing blow on the forehead. The pt initially complained of a headache and a c-collar was placed on his neck. Subsequent x-rays of the pt were negative and reported info at this time indicates that the pt was not seriously injuried.